Event description:
Patient reported for left side ¿pain, intracapsular rupture, discomfort, uncomfortable, device has been recalled¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, device recall.